Event description:
Impedances were greater than 40,000 ohms on the second port, the left side. It was wiped and cleaned several times. After switching the ports, some values came within normal limits. The device was programmed around the problem electrodes. It was possible for the pt to get excellent stimulation only using the right side of the paddle. She was discharged home the day after implant.

Manufacturer narrative:
(B) (4).